Event description:
It was reported that this patient opted to have this device and its entire system removed due to reported issues of oversensing and inappropriate therapy delivered. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A series of diagnostic tests were conducted. Visual inspection of the device case and header noted no anomalies. -review of memory noted no suspicious fault codes or resets. A longevity calculation was performed and confirmed the power consumption was normal for device settings. Performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage was performed and found to be normal. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device was operating within specification. No problem detected.

Event description:
It was reported that this patient opted to have this device and its entire system removed due to reported issues of oversensing and inappropriate therapy delivered. No additional adverse patient effects were reported. This device has been received for analysis.